Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead shock impedance measurements and low out-of-range right atrial (ra) lead impedance measurements. Boston scientific technical services (ts) suspects that the ra lead has compromised insulation. Although not evident from x-ray imaging, ts also suspects the distal rv coil integrity has been compromised possibly from a fracture or calcification around the coil. Ts recommends lead replacement. No adverse patient effects were reported.